Manufacturer narrative:
Pump received cracked and bleeding lcd glass, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer reported the insulin pump's screen was cracked. The customer reported dropping the insulin pump on the floor. Customer's blood glucose was 230 mg/dl at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.